Event description:
When anesthesiologist injects into lower y-set port-injection site is coming out. This is happening quite frequently but no number applied to this frequency. No samples available. Additional information from sales rep. This is happening when pulling needle out of port. No patient injury. No information as the size/type of needle used.